Event description:
Journal article received: adjacent level degeneration and facet arthropathy after disc prosthesis surgery or rehabilitation in patients with chronic low back pain and degenerative disc: second report of a randomized study; hellum c, berg l, gjertsen o, johnsen lg, neckelmann g, storheim k, keller a, grundnes o, espeland a, the norwegian spine study group; spine; (2012) 37(25): 2063-73; reported: a randomized, clinical trial with two year follow-up to assess the development of adjacent level degeneration (ald) and index level facet arthropathy (fa) in patients with chronic low back pain and degenerative disc who received treatment at l4-l5 and/or l5-s1 with an artificial lumbar disc (prodisc ii, synthes) versus rehabilitation. Fifty nine patients underwent surgery and 57 patients underwent rehabilitation, mean ages of 42.0 and 41.4 years respectively. The development of ald was similar in both groups. Index level fa appeared or increased in 20 patients treated with surgery versus two patients treated with rehabilitation. One patient treated with surgery showed an index level fa which worsened from grade one to grade two as seen on t2-weighted magnetic resonance images before surgical treatment and at two year follow-up (dates unknown). A copy of the journal article is being submitted with this medwatch. This report is for one unknown prodisc ii superior endplate. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.